Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were 127mg/dl, 47mg/dl, 163mg/dl, 176mg/dl, 126mg/dl, 172mg/dl, 158mg/dl, 102mg/dl. Tests were done within 10 minutes with a difference of 34%. Pt did not experience any adverse events. No further info has been reported.